Manufacturer narrative:
Ps30143. The product referred to in the event description is not sold in the USA, but it is similar to a product that is. The complaint device was visually inspected for bent heater wire pins. Results: one of the expiratory heater wire pin had been severely bent, preventing connection of the heater wire adaptor. There is no other similar complaint for the given lot number. Conclusion: the heater wire pins were possibly damaged during production. An improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred before the production improvement. Our monitoring and trending for bent heater wire pins has a rate of occurrence worldwide for the last year of 0.0013%.

Event description:
A distributor reported to us that it was not possible to connect an electrical adapter to the rt100 adult breathing circuit because one of the 2 pins for the heater wire was bent. No pt consequence was reported.